Event description:
It was reported that the customer's insulin pump had cracks around the display window, and the display was scratched and worn out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump has scratched display window and cracks near the display corners. The device failed the displacement test due to the motor encoder signal being out of phase. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.